Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys total psa immunoassay (tpsa) result for 1 patient tested on a cobas 8000 e 801 module. The initial tpsa result was 4.92 ug/l. On (B)(6) 2018 the same patient sample was retested with a tpsa result of 14.4 ug/l. On (B)(6) 2018 a new sample from the patient was tested with a tpsa result of 13.9 ug/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The tpsa reagent lot was 34018001 with an expiration date that was requested but was not provided. The provided qc data contained no conspicuous results. Instrument check testing was performed with failing results. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The provided analyzer alarm history showed several sample pipetting alarms. The instrument check from 02-jan-2019 inidicated a contamination in the measuring cell. The engineer has replaced measuring cells and probes, cleaned the analyser and activated the sample foam detection camera. The following instrument check confirmed the analyzer working according to specification.

Manufacturer narrative:
A field engineering specialist replaced both measuring cells. He performed preventative maintenance. He performed instrument check testing with acceptable results.